Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and reseated all printed circuit board (pcb) cables. The unit passed post 10 times but failed on the compressor leak test. The se replaced the compressor interface pcb to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator failed to pass the power on self-test (post). There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.